Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that the web device was used in the patient to treat an acom aneurysm. Physician took a web to insert inside microcatheter after checking it in bowl full of saline as per standard procedure. The web was not going through the hub of the microcatheter. Physician tried 2-3 times; however, it didn¿t go through. The physician took the next available smaller size web and deployed it inside the aneurysm and packed it. Physician assured that the web device had good lateral compression inside the aneurysm and covered the neck well. The web was detached. After detachment it was observed that device encroachment at neck of the aneurysm. After waiting for 20 mins, physician decided to deploy a stent across it, as thrombus was formed at the neck. All final dsa runs were satisfactory and hence physician decided to stop the procedure. Patient was extubated with all limbs moving and obeying all commands of treating physician.

Event description:
N/a

Manufacturer narrative:
The investigation of the returned web system found the web implant to be in good shape, and within dimensional specification. Furthermore, the web implant was able to successfully advance through the returned introducer and an in-house microcatheter and fully open upon deployment during functional testing. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.